Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from a bd site-visit that the device failed to alarm alarm during communication channel errors that occurred in routine testing. The pcu was sent to clinical engineering for annual preventative maintenance. During testing, two large volume pump modules were attached to the left side of the pcu. When the devices were moved, both modules lost their channel ID but did not alarm as expected. Biomed was able to reproduce the error multiple times. The bd technical practice consultant (tpc) attempted to replicate the issue. When the two modules were moved, both channel ids turned off and when they turned back on, they both read channel a simultaneously, without alarming. The error was replicated multiple times. There was no patient involvement, and no report of a malfunction during patient use prior to pm testing.

Manufacturer narrative:
Please disregard this MDR. It was determined through failure investigation that device (B)(6) is a concomitant and not a suspect-instrument. Suspect instrument were captured under manufacturer report number 2016493-2020-18390 and 2016493-2020-19222.

Event description:
It was reported from a bd site-visit that the devices failed to alarm during communication channel errors. During set up by a clinician within the patient room, device communication errors occurred, and the devices were removed from use (there was no patient involvement) and sent to clinical engineering. During testing, the two large volume pump modules were attached to the left side of the pcu. When the devices were moved, both modules lost their channel ID but did not alarm as expected. Biomed was able to reproduce the error multiple times. The bd technical practice consultant (tpc) attempted to replicate the issue. When the two modules were moved, both channel ids turned off and when they turned back on, they both read channel a simultaneously, without alarming. The error was replicated multiple times.